Event description:
Reporter indicated that during the initial implantation of a pt, the generator would not communicate. A second programming system was used and communication was still not successful. A second generator was able to be communicated with and it was used for implantation. The generator has been received and is awaiting analysis.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.